Manufacturer narrative:
(B)(4). D10: 42508606801, psn fem cr pps ccr std sz10 l, lot: 66892157. 42512100810, psn mc ve asf l 10mm 8-11/ef, lot: 66991237. 42540000035, psn all poly pat ply 35mm, lot: 66948873. 00111314001, palacos rg 1x40 single, 70851425. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a study that approximately 1 month post implantation of a left total knee arthroplasty, the patient was diagnosed with cellulitis and was prescribed antibiotics, as well as underwent a wound debridement, irrigation, and wound care. The patient was reported as fully healed approximately 6 weeks later. Devices remain implanted. Attempts were made and all available information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . The root cause of the reported event is not considered device related. Cellulitis is a rapid-spreading bacterial infection of the dermis and subcutaneous tissues, often caused by normal skin flora or opportunistic residential bacteria, such as streptococcus pathogens. Cellulitis appears as localized redness, swelling, and rash that is hot and painful to touch. The bacteria enter the skin via any cut, abrasion, or break in the skin, thus placing postoperative joint patients at increased risk for the development of cellulitis. Other comorbidities that increase the risk for post operative development of cellulitis include smoking, diabetes, poor nutrition, obesity, poor hygiene, or circulatory problems. Cellulitis may resolve on its own with conservative treatment but most often requires additional medical intervention, such as oral or intravenous antibiotics, to eradicate the infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.